Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which identified damage to the device tube. A review of manufacturing device history records for the reported lot number was conducted, and no discrepancies or anomalies were identified. As the customer did not report observing this damage during a pre-check, the investigation determined the damage likely occurred during or after use of the product. Based on the results of the inspection and the description of the event, the investigation determined the root cause could be due to improper use. No actions have been assigned at this time.

Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that while in use with the patient, the trach tube had a split or cracking on the flange. No adverse patient effects were reported by the customer.